Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission. Review of the transmission showed that the pacemaker exhibited several automatic mode switch episodes due to far r-wave oversensing. Programming changes were made in clinic to address the issue. The patient was stable.